Event description:
The caller stated that a pt was using an 8dfen tracheostomy tube where a piece of the outer cannula and disposable inner cannula (dic) clips broke off. This occurred in 2009. This necessitated re intubation with another 8dfen tracheostomy tube. The tracheostomy tube had been in use 17 days, and the re intubation was not a part of a routine tracheostomy tube change. The pt does not have any unusual anatomical anomalies. The dic is changed twice daily. Lubrication was used during intubation. There is no lot number available, and the tracheostomy tube is not available for return.